Event description:
The customer reported a charge/shock issue. There was no patient involvement.

Manufacturer narrative:
(B)(4): the customer reported a charge/shock issue. There was no patient involvement. The device was evaluated by a philips representative. The reported symptom was confirmed. It was also noted the paddles were damaged. The therapy pa and the paddles were replaced to resolve the reported symptoms. The device passed all testing and remains at the customer site for use. We are unable to determine the exact of the malfunction as multiple parts were replaced.